Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and two months later post filter deployment, a computed tomography of pelvis was performed which showed only a portion of the tip of the inferior vena cava filter. After three years and three months, an x-ray abdomen was performed which showed inferior vena cava filter was noted. An incidental note was made of fracture of one of the limbs of the filter. After three years and three months, a computed tomography of abdomen was performed which showed inferior vena cava filter was noted in place. One of the limbs of the filter was fractured. After one year and one month, a computed tomography of abdomen and pelvis was performed for abdominal distention. The study showed that inferior vena cava filter was noted in place. After two year and ten months, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter with multiple limb fractures. After one year and four months, a computed tomography of abdomen and pelvis was performed for abdominal distention. The study showed that inferior vena cava filter was noted in unchanged position with multiple fractures. After one year, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that infra renal inferior vena cava filter was noted in stable position. There are multiple fractures and at least one limb appears to penetrate into the aorta. Therefore, the investigation is confirmed for alleged filter limb detachment and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 11/2008.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that a filter limb detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.